Event description:
Acct. Reports that they have had 15 to 20 incidents of ruptured tubing and/or injection sites over the past two or three months when the tubing is used with the high pressure injector. States the pressure injector exerts pressures of 58-60 psi. No pt injuries reported.